Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient's device was set to 2.6v after implant, but she had turned it up to 3.2v and was not feeling stimulation. It was determined that the stimulator was turned off. The patient turned the stimulator back on and was feeling comfortable stimulation at 2.6v. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead, model 3093-28, lot# v945723, implanted: (B)(6) 2012, explanted: na. Programmer, model 3037, serial# (B)(4).